Event description:
The manufacturer received information alleging a ventilator's pressure was low. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous submitted report, g3 was incorrect. It is corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation a ventilator's pressure was low related to a ventilator's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the oxygen blending module (obm) and did not observe any visual defects. The manufacturer has determined that o2 flow sensor(u28) is faulty due to the suspected sensor contamination issues. The device's downloaded event log was reviewed by the manufacturer and found one erorrs (err_obm_replace_o2_sensor ).

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator's pressure was low. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer visually inspected the oxygen blending module (obm) and did not observe any visual defects. The manufacturer has determined that o2 flow sensor(u28) is faulty due to the suspected sensor contamination issues. The device's downloaded event log was reviewed by the manufacturer and found one erorrs (err_obm_replace_o2_sensor).